Event description:
A medical centre in the us reported that the face cushion of a rt040 face mask came detached from the frame and the therapist tried to re-insert and could not. This reportedly caused a huge leak and the mask was not usable. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results - one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the patient. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions - fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%. Unfortunately this complaint was initially misplaced. We have reviewed or complaint handling system and have put steps in place to prevent such situations recurring.